Event description:
The customer reported an issue with the time settings on their pump, which showed a discrepancy of more than five minutes from the actual time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the time discrepancy reoccurred.